Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer spoke with the pharmacy technician. The drawer was recovered and tested. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the user was able to issue medications to the patient, but not from the designated drawer and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.